Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed to close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height matrix drawer failed. A field service engineer inspected the device and identified that the rails were coming apart, attempted to adjust slide rails, but the issue persisted. Since the drawer was difficult to open and close, fse determined that a replacement was necessary. Then fse ran hardware test application and performed tests, which confirmed that the drawer was sticking and not opening freely. Fse removed the drawer and adjusted the slide rails, after which the drawer became fully operational. All tests passed successfully, and there were no adverse reactions or patient harm reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed to close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.